Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding treatment will not be provided. The recipient is using the device. The recipient remains implanted. This is the final report.

Event description:
On (B)(6) 2017, the recipient reportedly experienced a hit to the implant site followed by tinnitus. On (B)(6) 2017, the recipient experienced swelling at the implant site and vertigo. The recipient was treated with IV anti-inflammatory medication (type unknown).